Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tse viewed logs and found no related errors. Customer re-draped and the universal surgical manipulator (usm) was functioning like it should. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) swung out while driving the robot and had to be re-draped due to contamination. Usm was functioning as it should. Tse viewed logs and found no related errors. Customer was continuing with case. The procedure was completed with no reported injury.